Event description:
Reportedly, it was difficult to remove the device and the rings were partially cut and torn with some additional bleeding. They scoped the pt and did not perform any additional repair (s).